Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove. The following information was provided by the initial reporter: "the needle was not coming off the catheter".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/29/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one 22ga bd nexiva closed IV catheter system single port unit within an undamaged opened package from material number 383512, lot number 0112081. All components are present except for the needle cover. The needle is completely pulled back through the catheter with the tip secured inside the tip shield and the clamp is fully engaged. There is no visible damage to the v-clip or retention washer that would inhibit the needle disengagement or decoupling. Further observation displayed a cured adhesive on the outside of the clear port of the winged adapter and on the tip shield. The reported issue was confirmed as failure to decouple. Traces of adhesive were also observed at the area inside the tip shield and on the clear port of the winged adapter. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to incorrect placement of adhesive. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove. The following information was provided by the initial reporter: "the needle was not coming off the catherer."